Event description:
Additional information received from the manufacturer¿s repernstative (rep), which was confirmed with the healthcare provider (hcp), reported x-rays were performed which found contact 9 on the right stn to be ¿pushing on the skull¿ and the patient¿s ¿head has grown¿ causing the short. The patient and their family did not want to undergo a lead revision at this time as they were happy with current settings and charging following reprogramming on march 1st where contact 9 was avoided entirely. The patient was doing very well and appropriate charging was now occurring even though the short remained.

Manufacturer narrative:
Section d10 references: product ID: 3389s-40, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID neu unknown lead (serial: unknown); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Mdt rep and patient (pt) met with managing provider today where impedances were taken and found that there is a short between 8/9. Technical services reviewed option to program around contact 8/9 so it would not be involved in programming and pt should then see a more normal and expected charging time and schedule. Pt and rep are no longer at office today. Pt is being redirected to neurosurgeon tomorrow for consult. No symptoms were reported.